Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: vamf2626c100te, serial/lot #: (B)(6), ubd: 28-feb-2027, UDI#: (B)(4); product ID: vamf3228c150te, serial/lot #: (B)(6), ubd: 18-nov-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant captivia stent grafts were implanted during the endovascular treatment of a thoracic aortic aneurysm. It was reported 2 weeks post the index procedure; the patient was readmitted for persistent chest pain despite stent graft placement. Follow up CT showed enlargement of the false lumen due to a type ic endoleak from the subclavian artery. Intervention was performed with stent graft extension to the vertebral artery and embolization of the channel between the graft and the subclavian artery. The event was resolved and the patient was discharged 7 days after presenting. The site assessed the type ic endoleak as probable related to the index procedure and not device related. No additional clinical sequelae were reported, and the patient is fine.